Event description:
As reported via the (B)(4) study, the revive thrombectomy device (frs214522c/t10000) was passed 3 times to clear a right internal carotid artery occlusion, but the post-procedural angiogram showed a tici 1 grade recanalization (pre-procedure had been 0). After treatment with the revive, a penumbra device (details unknown) was used in addition to help clear the occlusion resulting in a grade tici 2b as the final score. There were no serious adverse events observed.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without product return for analysis, the event was cold not be confirmed. Based on the information provided, the root cause of the failure to create a channel flow could not be determined, and it is no possible to determine what factors may have contributed to the event. Since there was no evidence to suggest there was a manufacturing issue related to the event, no corrective action was taken. Revive se is not distributed in the us; however, it is similar to us distributed revive pv.